Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic. The pulse generator was unable to be interrogated. It was noted that the patient had previously received a cardiac cat scan. The device was explanted and replaced on (B)(6) 2016. No other information was available.